Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protruded from the catheter tip upon removal. The target lesion was located in the mildly tortuous splenic artery. A 6mmx20cm interlock was selected for use. During the procedure, it was noted that the coil detached early as the main coil and the delivery wire arm got separated inside the microcatheter. The coil was then removed together with the microcatheter, however the device protruded from the catheter's tip upon removal. The procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.